Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the infusion set's tubing detached at the quick release while the patient was sleeping. The site location was right side of patient's abdomen and the pump was located on the bed. Moreover, the infusion had been used for two days. Reportedly, the infusions were stored in the kitchen pantry. The patient was unsure whether there was stress of pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.